Manufacturer narrative:
Unit received with blank display due to broken solder joint. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked reservoir tube lip.

Manufacturer narrative:
This information was not included with the initial medwatch report.

Event description:
Customer reported via phone call that they received a blank display. The blood glucose reading is 450 mg/dl. The insulin pump will be replaced.